Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited oversensing of noise. The system was reprogrammed vvi and remains implanted and in service. No adverse patient effects were reported.